Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a stent thrombosis. The index procedure in (B)(6) 2008 treated one 90% stenosed, 3.0x20mm target lesion in the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x24mm ion study stent resulting in 0% residual stenosis and timi 3 flow. The patient presented in (B)(6) 2011 with substernal chest discomfort. ECG showed sinus rhythm with st elevations noted in v1 and v2 with large t waves in v3 and v4 with impression of an st elevation myocardial infarction (stemi). Cardiac enzymes were noted to be elevated with peak troponin of 65 and ck at just over 2000. The patient was diagnosed with acute coronary syndrome and catheterization was performed. Thrombosis in the mid portion of the study stent and previously placed non-bsc stent in the mid lad. Treatment consisted of aspiration thrombectomy and ivus (intravascular ultrasound) was performed. Ivus showed incomplete apposition at the point where the study and non-bsc stents overlapped. Balloon angioplasty with a 2.75mm non-compliant balloon was performed throughout the stented area with special attention to the stent overlap area with no residual stenosis. The patient's troponin and ck levels trended down and the thrombosis event was considered resolved without residual effects. The patient was discharged two days later with the stemi event considered resolved with residual effects.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).